Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported possible overheating, which was reproduced during evaluation. The wireless battery was found to fail the battery life test. The cause was determined to be a failing battery cell. The battery cell was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module experienced a possible overheating. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.